Manufacturer narrative:
D4: product identifiers unknown. D 6a: implant date year valid. G2: other # mw5154165 g4: product identifiers unknown. So 510k unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (regulatory body, patient) via manufacturer representative regarding a patient implanted with screw having spinal therapy. It was reported that patient had lumbar fusion surgery on 2023. While tying shoes, patient heard a "click" in the spine and it started hurting progressively. Next day an x-ray confirmed that a pedicle screw was broken. Patient had to go through surgery again to stabilize spine, since it was at the lower level fused (l5/ s1). Medication included was centrum, collagen, lisinopril 5mg, magnesium, vitamin d3. Patient was in the recovery process again. There were no further complications reported regarding the event.